Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated at the start of the thread and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to thread into the saddle of the screw. This type of damage is consistent with misalignment of the mas head and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pediatric scoliosis; and underwent a surgery. Intra-op, thread of the set screw slid during implantation. Hence, the set screw was completely explanted. No patient complications were reported due to this event.